Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 20829780, model/catalog description: coveredge 32 surgical lead kit 70 cm. Model number/catalog number: sc-3138-25, serial number: (B)(4), batch/lot number: 21448990, model/catalog description: lead extension kit 25cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Purulent drainage was noted coming out from the incision site. The physician believed it to be related to the recent revision procedure and cleanliness rather than device related. The patient was placed on intravenous antibiotic and was explanted. The patient was reportedly doing well.